Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate hv therapy. The device had a reset on (B)(6) 2011, but was not in backup vvi. Device image was reviewed. The device showed multiple reset conditions since implant. The patient is in poor health and a candidate for hospice care. The patient will be monitored.